Event description:
(B)(4). I have been having rashes to come and go all over my body. They feel like painful pin pricking in my skin. I have also been having a lot of pain in my joints...knees, tmj, elbows, etc. I am having insomnia. My fingers feel numb a lot. I have been having extreme head aches. I am having pain in my back in my lower stomach constantly that feels like early stages of labor...even though I am not pregnant. At first, my periods were extremely heavy with clots. This happened a couple of months after I had the devices in place. The doctor did an ablation and that cleared up. However, now my periods come and they last for 2-weeks. They are not enough to show up on a pad, but when I wipe, there is blood. I also pass chunks of stuff that looks like the mucous plug during this time. At times, my pain feels so bad that I do not feel like getting out of bed. Other times, it makes me feel weak and sick. I always feel fatigued. One other thing, I am losing hair bad and I am gaining weight consistently.